Manufacturer narrative:
The device was returned to olympus for evaluation; however, the device evaluation is still in progress. The device will be sent to our independent laboratory for microbial testing. The cause of the reported event could not be determined at this time. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the staff's reprocessing practice and to provide additional reprocessing training if necessary. To date, the ess visit has not yet been finalized.

Event description:
Olympus was informed that the scope culture tested positive for different microorganisms on different dates. The following microorganisms were recovered from each culture tests: candida albicans and glabrata, enterococcus spp., cns, strep viridans gr, corynebacterium spp., and micrococcus. The scope was gas sterilized (eto) after each positive culture. The user facility uses an automated endoscope reprocessor (aer) manufactured by medivators (model and serial number unknown). It was reported that prior to reprocessing the scope in the aer machine, the scope was manually cleaned based on the olympus reprocessing manual. The staff uses an olympus single use soft brush (model unknown). The scope was leak tested prior to manual cleaning (model and serial number of leak tester unknown). There were no reported problems with the user facilities aer machine. The scope is hanged vertically in a closet. The olympus endoscopy support specialist (ess) provided an in-service to the facility staff in summer of 2016 (exact date of in-service unknown). There have been no changes to the reprocessing staff since the last ess' visit. There is no patient involvement with the reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to update sections. The duodenovideoscope was sent to an independent laboratory for microbial testing. The scope tested positive for staphylococcus epidermis. The scope was then returned to olympus for evaluation. A boroscope was used to inspect the interior walls of the biopsy and suction channels of the scope. There were yellow stains noted inside the biopsy channel measuring approximately 13cm and 23 1/2cm from the biopsy port on the grip section. Heavy scratch marks were also noted in the biopsy channel. There were similar scratch marks found inside the suction channel wall; however, no stains were found. The distal end of the scope was inspected using a microscope and found foreign materials at the base of the forceps elevator. Brownish stains were also noted on the interior lens of the light guide lens. The scope passed leak testing. The device was serviced and returned to the user facility. As part of our investigation, an olympus endoscopy support specialist (ess) visited the user facility on september 13, 2016 to assess and observe the facilities reprocessing practice and to provide additional reprocessing training. The ess reported that the facility uses a non olympus medivators edge automated endoscope reprocessor (aer) machine with rapicide as the disinfectant. In addition, the ess found the following reprocessing deviations: the water resistant cap was not being attached to the scope during pre-cleaning and during the transportation of the scope to the reprocessing room. The suction cleaning adapter and elevator washing tube was not high level disinfected (hld) after each use. The facility is not using the recommended channel cleaning and channel opening cleaning brushes for manual cleaning. Based on the investigation findings, the cause of the reported positive culture is most likely due to insufficient maintenance of the device. The instruction manual contains several warning and caution statements in an effort to prevent cross contamination of the device. ¿all channels of the endoscope, including the elevator wire channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. When reprocessing the endoscope, confirm that the water resistant cap ((B)(4)) is securely attached to the electrical connector before immersing the endoscope in reprocessing fluids. If the water resistant cap is not securely attached, the reprocessing fluids could enter the endoscope and damage the endoscope. The water resistant cap ((B)(4)) should remain connected to the endoscope at all times using the chain for water-resistant cap ((B)(4))."

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. On january 15, 2018 olympus received an article ¿a double-reprocessing high-level disinfection protocol does not eliminate positive cultures from the elevators of duodenoscopes.¿ the article reports that the user facility conducted a final review of the culture results obtained from a three phase case study conducted from may 2015 to may 2017. The final review of the study revealed that 59 of 627 elevator cultures taken from (B)(6) 2015 to (B)(6) 2016, were positive. In addition, the elevator cultures between march and august 2016 resulted in 20 positive cultures for any microorganism and 1 for a known pathogen. The article also reports that the date range for phase 3 of the case study was august 2016 through may 2017. During this time the facility noted that two technicians were skipping steps during the reprocessing of the scopes. As a result, the two technicians were released and replaced. This may have attributed to a spike in the positive culture rate during the first four weeks (during which two new personnel were being trained) as the overall rate of positive cultures increased. The article reports that 1830 cultures were taken during the entire study and that the total positive cultures with known pathogens and any microorganism in the 4 series of olympus duodenoscopes were as follows: tjf-q180v (13), tjf-160vf (92), tjf-140 (13) and tjf-130 (7). The article provides information that the tjf-130 duodenoscope cultured positive for micrococcus, coagulase-negative staphylococcus, bacillus and corynebacterium (table 3). The article reports that at the conclusion of the case study, the user facility determined that since the implementation of the double reprocessing method in may 2015 a reduction in positive culture was seen. Based on this finding, the user facility has opted to continue the double reprocessing method. Also, due to this being a high volume center (approx 3000 ercp/yr.) The facility purchased 40 additional olympus duodenoscopes (8 tjf-q180v, 32 tjf-160vf). Since the user facility did not provide a specific serial number for the alleged positive scope, it is unknown if the device was returned to olympus for evaluation or service. A review of the device model history revealed that olympus sent discontinuous letter to its tjf-130 customers in march 2008. Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that currently half the facility¿s scopes undergo dhld and the other half are put through steris. The facility cultures 20 scopes per week and continues to use the double reprocessing method. The user facility previously reported the following information below regarding this study. As a result, six MDR reports were previously submitted to account for the reported known pathogens and non pathogenic positive cultures identified on the tjf-q180v, tjf-160vf and tjf-140 model duodenoscopes. On november 01, 2016 olympus received post market surveillance poster titled ¿implementation and outcomes of an enhanced duodenoscope reprocessing and culturing program.¿ the poster indicates that in response to a safety alert issued by the FDA in february 2015, in regards to post ercp cre transmission despite adherence to high level disinfection (hld) of duoudenoscopes indiana university health evaluated their current processes, reviewed literature and culturing protocol at all their locations from april 2015 through may 2016. The poster indicates during this period 62 duodenoscopes (tjf-130,140, 160 and 180 models) were cultured between 1 and 23 times, in all 989 cultures were obtained using three phases which resulted in 6 positive device cultures and the remaining scopes with varying rates of positivity. The poster records the facility¿s culturing methods as the following: phase 1. Single reprocessing and scope culturing , brushing were obtained from both the elevator mechanism, sent one sample, and the working channels were sent together as a second sample. The brushes were placed in a 10ml of tryptic soy broth, vortexed and incubated. The samples were checked at 24 and 48 hours and if turbid, the broth was subcultured to solid media. Phase 2. Double reprocessing (2 cycles manual cleaning and hld) and scope culturing with targeted sequestration as well as eto sterilization after any known cre case. Phase 3. Double reprocessing and culturing the elevator only; growth was consistently noted from the elevator mechanism but not the working channels. In addition, the poster indicates that due to this being a high volume center (approx. 2200 ercp/yr.) The facility has implemented the double reprocessing method and has seen a reduction in cultures. On (B)(4) 2016, olympus received additional information from the infection control practitioner for iuh which stated that the poster includes information for the time period of 5/15/2015-7/11/2016 although the poster displays 5/15/2015-6/20/2016. The department received the additional information and there was no time to update the post market surveillance poster prior to it being reviewed at the infectious disease week conference. There were no associated patient infections during this study or to date with the scopes involved. The infection control practitioner clarified that in total there were 73 positive cultures observed which included non pathogen and potential pathogen results. That there were positive pathogens on only two of the 160 series scopes not four. The user facility reported that between the two scopes there were four positive pathogens found (B)(4) had three positive pathogens on (B)(6) 2016 and was permanently removed from service. This event was previously report as a MDR. The other 160 series scope (B)(4) had only one positive pathogen and is still being utilized. There were two 140 series scopes that exhibited positive pathogens and on (B)(6) 2015 (sn.(B)(4)) was positive for candida and (sn.b)(4)) on (B)(6) 2015 enterococcus according to the user facility¿s device log. It was reported that the user facility cultures 10 scopes that are used on a continuous basis at the facility or the facility¿s sister location twice a week and if a scope cultures positive twice it is then eto gassed. The infection control practitioner reported that the last positive culture was on (B)(6) 2016 with two of the facility¿s tjf-q180v scopes (sn. (B)(4)) was positive for coag negative staph and (sn. (B)(4)) was positive for micrococcus. It was reported that the following serial numbers: (B)(4) were all located at the university. The infection control practitioner reported that the sister facility (methodist) reported that on (B)(6) /2016 their tjf-q180v (sn. (B)(4)) cultured positive for pseudomonas putida and a tjf-160 (sn. (B)(4)) cultured positive for candida. The infection control practitioner reported that the university location had (8) tjf-q180v scopes and that the sister facility had (7). It was unknown if all fifteen scopes were returned to olympus to have the elevator mechanism repaired as recommended. The facilities utilize aers that are manufactured by medivators (model: unk). As part of our investigation, a follow up request for an olympus endoscopy support specialist (ess) was requested to visit the user facility to assess their reprocessing practices and to provide additional reprocessing in-service training. To date, the reprocessing in-service has not been finalized. Please cross reference the related MFR. Report numbers: 2951238-2016-00894, 2951238-2016-00895, 2951238-2016-00896, 2951238-2016-0089, 2951238-2016-00898, 2951238-2016-00899, 2951238-2016-00981, 2951238-2016-00711 and 2951238-2018-00069.